Manufacturer narrative:
The customer reported that the central nurse's station (cns) display screen went out intermittently. All of the cable connections were good, so it seemed to be a bad graphics card. The bme will reseat the graphics card and if that does not work, he will look into repairing it on his own. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) display screen went out intermittently.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) display screen went out intermittently. All of the cable connections were good, so it seemed to be a bad graphics card. The bme will reseat the graphics card and if that does not work, he will look into repairing it on his own. The customer verified that the issue was resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.